Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that blood was leaking from tubing bond at the start of a routine hemodialysis treatment. The treatment was discontinued with an estimated total blood loss of 50cc. The patient's routine aranesp dose was increased. No further medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. No problem was found with the cartridge returned for evaluation. The reported problem could not be confirmed. There have been no other similar problems reported. Facility staff were notified. Nxstage medical considers this report closed. No additional information will be provided.